Manufacturer narrative:
Correction: h3 now entered as 'yes'.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported on (B)(6) 2026 that the patient's blood glucose levels rose to 375 mg/dl while wearing the pod between 49 and 71 hours. Investigation of the pod (completed on 30-apr-2026) found a tear in the cannula. The device was originally reported for the adhesive peeling from the skin and the pod leaking insulin. As treatment, a new pod was placed.